Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07504. (B)(4) clinical study. It was reported that patient died. In (B)(6) 2013, the patient presented due to stable angina. Subsequently, the index procedure was performed. The 100% stenosed, type c target lesion was located in the mildly tortuous and mildly calcified left atrioventricular valve. The lesion was treated with pre-dilatation and placement of a 2.25x20mm promus element¿ plus drug-eluting stent at 8 atmospheres and another promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 0% and timi flow 3 were confirmed. The procedure was completed with no deterioration of heart function and was confirmed right after stent deployment. Two days post procedure, the patient was discharged. From the hospital in (B)(6) 2015, during the follow-up, it was confirmed that the patient died from ventricular fibrillation.